Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. It was noted that the tubing at the rinse station had a hole and was leaking. The field service representative replaced the damaged tubing. The investigation determined that the issue found by the field service representative was the root cause of the event.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.6 mmol/l. The sample was repeated on another module, and the repeated result was 2.6 mmol/l. The sample was repeated because the laboratory staff questioned the results. No questionable results were reported outside of the laboratory.